Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated no x-ray was performed and the lv lead was programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2500 ohms and no pacing therapy was observed on the left ventricular (lv) channel. No adverse patient effects were reported.